Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary procedure was completed as planned after the system was restarted. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse inspected the system and found an issue with the hospital¿s mains power cabinet. The fse advised the customer to have their in-house electrician inspect the hospital¿s mains power cabinet. After functional checks, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.